Event description:
It was reported that during a arthroscopic knee procedure using a super multivac 50 icw wand, the tip or the wand was missing when the wand was extracted from surgical site. An x-ray was performed to confirmed whether any foreign objects were visible in the surgical site; no debris was observed, but the surgeon cannot say definitively that nothing was left in the pt. The procedure was completed using a new wand. There were no significant delays or patient complications reported as a result of this event.